Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. F(B)(4).

Event description:
It was reported that there was a confirmed overdischarge. It was unknown was number overdischarge this was. Physician mode recharge (pmr) had been performed and had not successfully reset the device. The implantable neurostimulator (ins) was going to be replaced but had not been done yet. The cause of the issue was determined to be overdischarge too many times. Patient symptoms associated with the event were pain and return of leg pain without stimulator working. It was later reported the patient had a recharger screen ¿call your doctor¿ 608 appearing. It was later reported that the patient had met with the manufacturing representative the day prior to this report and the recharger was reset because it had given an error code of 608 or 688. There was a communication problem. Patient had tried to recharge but was only getting the reposition antenna screen. It was noted that the patient programmer was giving the reposition antenna screen also. Patient had last successfully recharged 4 months prior to this report. When the patient had last used the implant it had had half a charge and a month later when she tried to use the stimulation she was unable to use it and was unable to recharge at that time. Patient had done two pmrs and still was not able to connect with implant. It was noted that the recharger was working giving that it had started the pmr. It was noted that the patient may need more pmrs to get the ins to respond. It was later reported that there was telemetry issues. Multiple pmr¿s had been attempted without success. Manufacturing representative met with the patient on (B)(6) 2014, a pmr was initiated and non-communication was received. It was noted that the patient used device at 9v for about 5 hours a day and charged about every month. Pmr was tried 5-6 times. Patient was instructed to do 2 more at home. Additional information was requested but had not been received as of the date of this report.